Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 12/10/2024. D3: correction. H3 and h6. Codes: updated. Device evaluation: the customer reported issue was able to be replicated through functional test. The cause of the reported issue was latching lock flex not reading. The reported issue was resolved by replacing latch lock flex. The device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.